Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the contrast button responded to testing. The ok, up, down and contrast buttons were unresponsive to testing. The bolus button was removed. The center slug was missing and the outer ring for the plunger was misaligned. Corrosion was observed on the bolus button contact. The keypad was removed and no further damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging she could not unlock the pump and the ok and up and down arrow keypad buttons are all unresponsive. During troubleshooting, the reporter removed and reinserted the battery, and the buttons remained unresponsive. The reporter noted that the pump had been exposed to water due to the patient wearing the pump while swimming, but there was no internal moisture noted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.